Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman access system (was) along with the watchman delivery system (wds) were returned. The wds was locked inside the was as received with blood on both devices. The implant was protruding 8.5 mm from the tip as received. The hub, shaft, and tip were examined. There were multiple kinks along the shaft of the device. The implant and wds were removed from the was during product analysis. The shaft was kinked and buckled between 3.8 cm and 4.8 cm from the tip. The tip was damaged with evidence of anchor damage, material compression, and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07208. It was reported that recapture difficulties and kinking occurred. A left atrial appendage (laa) closure procedure was being performed. A 33 mm watchman ® laa closure device and delivery system (wds) was inserted into a watchman® access system (was). After the second partial recapture, the closure device was too proximal. While attempting a full recapture, it was not possible to pull the closure device in and push the was over the device. The (was) was kinking due to the maneuvering. The feet of the closure device were still outside the was during removal. The physician pulled the whole system to the right side of the heart and then pulled the whole system out through the groin. The procedure was not completed at the time. No patient complications were reported and the patient's status was stable. It was later reported that a watchman ® laa closure device has been successfully implanted on an unspecified date.